Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 row d was not detected on the bus. A field service engineer reseated all cables and wires, examined the pyxis bus cable, and inspected the row board cable. A field service engineer rebooted the system, but the drawer was not registering in the hardware test application or app. The engineer powered down the system, rearranged the row boards and cubies, then rebooted it again, but the app still did not launch. The engineer powered down once more, disconnected row d, and rebooted the system. The customer was allowed to replace the cubies and row board d. A field service engineer reseated all cables and wires again and rebooted the system. The customer found the system operable, and the hardware test application completed the test. The app was launched, allowing the escort to access pyxis, and the functionality was tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer 1.1 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer 1.1 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.